Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen and on the balloon and contrast in the loosely folded balloon, inflation lumen and on the shaft, which is consistent with preparation and the device used in the patient anatomy. The distal shaft was separated 15 cm distal to the proximal balloon seal. The material at the separation was stretched and jagged. The separated proximal portion of the catheter was not returned. The balloon catheter was returned inserted inside a non abbott guiding catheter. The distal end of the balloon was located distally 1 cm out from the tip of the guiding catheter. The guiding catheter was returned with blood on the shaft. The guiding catheter was separated 15.5 cm proximal to the tip. The material at the separation was smooth. The separated portion was not returned. A non abbott guide wire was returned inserted in the guide wire lumen of the returned balloon catheter and was able to be removed without resistance noted. The guide wire was returned with blood and contrast on the coils and black polymer coating. The core and black polymer coating were separated 20.6 cm proximal to the tip ball. The black polymer material at the separation was smooth. The separated portion was not returned. A .069 inch pin gauge was used to measure the inner diameter of the guiding catheter. Follow up information received confirmed that the shafts of the voyager nc, guiding catheter, and guide wire were inadvertently cut after the procedure during packaging, handling and return to abbott vascular for analysis. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, the catheters are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. It is possible that the anatomy narrowed the inflation lumen, contributing to the reported difficulty to deflate. Additionally, due to the slow deflation, the balloon was not fully deflated, and possibly did not deflate into the balloon tri-fold and interacted with the guiding catheter during attempts to remove. Also, as this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated. It was reported that the voyager nc was used for post dilatation of the stent. Furthermore, interaction with the implanted stent may have further disrupted the balloon tri-fold and profile such that resistance was noted during interaction with the guide catheter. In this case, due to the condition of the returned product, a conclusive cause for the deflation difficulties could not be confirmed; however, the difficulty removing the catheter appears to be related to the balloon unable to deflate. Reportedly, the voyager nc was used in an unprotected left main artery. It should be noted the voyager nc instructions for use states: the voyager nc coronary dilatation catheter is not intended to be used in an unprotected left main coronary artery. It is unknown how the use of the voyager nc in the unprotected anatomy may have contributed to the reported difficulties. A review of the device history record could not be performed because the lot number is unknown and could not be confirmed due to the shaft separation and the hub not being returned. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure in the unprotected left main artery, direct stenting was performed using a 4.0 x 8 xience v stent. A voyager nc 5.0 x 8 was advanced for post-dilatation. The balloon was inflated to 9 atmospheres and dilatation was successful. An attempt was made to remove the dilatation catheter through the guide catheter, but the balloon could not enter. The balloon was re-inflated a second time at 9 atmospheres. Another attempt was made to remove the dilatation catheter into the guiding catheter, but the balloon could not enter; therefore, the dilatation catheter and guiding catheter were removed as a single unit. The suspected cause of the difficult removal is incomplete balloon deflation. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.